Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump failed battery twice. The customers blood glucose level was 363 mg/dl. Customer states when she replaces battery it receives the alarm and sometimes it does not. Customer was assisted with troubleshooting, customer kept receiving battery failed test. Customer was advised the pump will need to be replaced. Pump will return for analysis.